Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter at a total gastrectomy the surgeon anastomosed esophagus and jejunum, with the two device end-to-side anastomosis. The surgeon checked the donuts tissue. The donuts tissue of the esophagus at mouth side was resected completely; however, one of jejunum at anal side was not resected at all. No leakage was noted at leak test. The surgeon inserted an endoscope from the mouth and checked anastomosed site, then found the donuts tissue in the lumen of jejunum, near the anastomosis site. The surgeon removed the tissue from the mouth with forceps, and noted the part of the donuts tissue was cut and it might have changed from circular to linear. The surgeon then assumed the donuts tissue of jejunum was cut when the device was removed from the cut end of the jejunum, and the tissue was retained in the lumen. As the anastomosis was already completed, no additionally procedure was needed. The surgical time was extended by less than 30 min. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope noted cross cutting staple line marks on the mylar cutting ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed cross cutting staple line marks may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states that to make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.